Event description:
It was reported that the device exhibited an audible alarm, and watchdog error - which a software update did not rectify. The software update was unsuccessful in solving our alarms. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number; corrected. H3 and h6. Evaluation codes: updated. One device was received. Device analysis: the reported problem primary audible alarm and acu watchdog failure were not duplicated during testing. Alarm loudness found to be level 1. Cannot determine the cause but alarm loudness found as level 1; preventative maintenance (pm) needs to be performed upon customer approval. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.